Manufacturer narrative:
Service was not dispatched replacement was shipped to the customer. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a pak reagent was damaged during shipment and leaked. The shipment was rejected upon receipt. The instrument associated with this event is the coulter act differential 2 analyzer. The customer was wearing personal protective equipment (ppe). No death nor injury and no exposure to open lesions or mucous membranes.